Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while in the stomach, the device was fired completely, some staples in the middle of the firing did not form a b shape, and the staple line was incomplete centrally. Over sewing the staple line was done to resolve the issue and complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.